Manufacturer narrative:
Event date unknown. Product was not returned (empty package). PMA/510(k)#: k013227. Product no returned to manufacturer.

Event description:
The dentist reported that the doctor reported receiving a tsvwb11 implant (lot # 63537785) box with no implant inside. The dentist has the case and the box..

Manufacturer narrative:
No product was returned for inspection. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16. Information identified: product packaging: all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. Complaint indicates the implant was not inside the packaging. The alleged event was non-verifiable. A root cause for this complaint could not be determined. The following sections were updated: date of this report. Add expiration date, UDI: (B)(4). Date received by manufacturer. Follow-up number. Add follow up type. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. Device manufacture date. Add evaluation codes.